Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called the ventricular assist device (vad) team on 03jun2026 around 23:00 with complaints of constant low flow alarms that had started 30min prior to the call. The patient was asymptomatic throughout event. The patient was taken to medical center in temple, texas by emergency medical services for assessment. The pump parameters were upon arrival were pump speed 5400 revolutions per minute (rpm), flow 1.2 liters per minute (lpm), pulsatility index (pi) 2.7, and pump power 3.3 watts (w). It was noted that the patient had been bridged on lovenox (enoxaparin sodium) for 5 days in preparation for a dental procedure. A computed tomography angiography (cta) was performed. It was said the left ventricular assist device (lvad) was in place. The filling defect in the outflow tract was suspicious for nonocclusive thrombus but did result in a high degree of stenosis. Moderate respiratory motion limited assessment of the segmental and subsegmental vasculature. The cardio micro-electro-mechanical systems (cardiomems) device was suspected to be in the left lower lobe subsegmental vasculature. Otherwise, there was no central or lobar pulmonary emboli. The patient was then transferred to a hospital in austin, texas. Surgical options were being discussed. Log files contained persistent low flow estimates and sustained low flow hazard events with low stagnant pulsatility index (pi). These flow readings did not appear to be the result of any external equipment malfunction. The log showed the sudden decrease in calculated pi with a corresponding decrease in motor power during the onset of the low flow events. No unusual rotor faults, pump temperature, or any other abnormal pump faults were seen in the log files provided. It was reported that the patient underwent a pump exchange on (B)(6) 2026.